Event description:
It was reported that around one week ago, the pt's impression of sound became less and less. At the same time there was a fairly loud buzzing in the background. The extermal was exchanged but this did not help with the problem.